Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric cancer removal operation, an endogia handle and reload were used to cut off the duodenum. Two days following the operation, the medical staff found the patient had abdominal distention, increased leukocytes and other symptoms. The doctor decided to complete a second operation on same day. They opened the abdominal cavity and found the stump of the duodenum had a 0.5cm opening with leakage. The opening was re-closed. The patient was sent to the intensive care unit sickroom due to infectious shock. The patient died of septic shock after being admitted to the intensive care unit ward 3 days after the second surgery.